Event description:
It was reported to philips that there were no live or reference images on the screen, and the system could not x-ray. The device was in clinical use at the time of the event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected system remotely and confirmed that system could not x-ray. Onsite visit fse confirmed that the pc power supply was defective. The cause of the ip pc failure could not be conclusively determined by the supplier's part analysis. Fse installed new ip pc, after replacement of ippc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.